Event description:
Information received from the field notes that during a routine follow-up, the device was found to be in aai mode with dashes (---) for parameters. Attempts to program to another mode were unsuccessful. A software download was successful but did not allow programming out of aai mode. The patient was not pacemaker dependent and the physician elected not to replace the device as the mode was appro- priate for the patient.